Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6) hospital medical center. The unique identifier (UDI) # added in d4 was incomplete due to missing serial #. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had an helium tank leak.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g1-contact person ¿ mfg site, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. Three (3) gfe attempts have been made to receive the required information, therefore this complaint is being processed with the information currently available. If additional information is provided at a later date the complaint will be reopened and update accordingly.